Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted pacemaker exhibited right ventricular (rv) pacing impedance measurements of 2002 ohms. The device was interrogated and impedance measurements had decreased to 1936 ohms. No actions or interventions were performed. No adverse patient effects were reported. The device remains in service.